Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant capture could not be confirmed on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.